Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set. They cycled power off and on to a se 2367. They cycled power off and on to press go to start prompt and they explained the alarms. The hp stated he disconnected to use the restroom causing the se 2240 and did not press stop. The tsr explained to discard all supplies and report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually and the hc was operational. The patient was not connected at the time of the alarm and did disconnect prior to the alarm. The patient did reconnect to the setup. A dummy tummy was not being used. The patient did not inadvertently separate from the transfer set. The patient did not press go to start therapy before connecting to the hc. All of the bags were properly spiked and connected. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would use manual supplies to finish therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and she said the patient was able to finish therapy manually that night. She said the patient has been in the hospital for radiation and chemo treatments for his head/neck/throat cancer. He had taken a lot of laxatives that night to relieve his constipation. When he had to get up to the bathroom he disconnected and the machine alarmed. She said the cause of the alarm was all because of the operator error. Since then he has been resuming therapy successfully on the dialysis machine at the hospital. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.